Event description:
Additional information received reported that the patient experienced intermittent withdrawal. The previous report of symptoms of being overmedicated no longer applies to the event. The outcome of the event had yet to be reported. If addition information is received, a supplemental report will be submitted.

Event description:
After further review, the previously reported catheter lot # n302149013 was reported to the manufacturer in error and does not pertain to this event or patient.

Manufacturer narrative:
Concomitant medical products:product type: catheter, product ID 8709, serial# (B)(4), product type catheter does not apply to this event or patient.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter.

Event description:
Additional information received reported that a second catheter as being related to the event. Further follow-up is being conducted to clarify the catheter's relation to the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced numbness following a personal therapy manager (ptm) activation which prevented her from walking for a short time on (B)(6) 2014. The severity was listed to be mild and not serious. Device dated was transmitted/uploaded as of (B)(6) 2015. The event had resolved without sequela.

Event description:
Since (B)(6) 2014, small discrepancies, between 3ml and 4ml, had been occurring between the interrogated reservoir volume and the actual aspirated volume from the pump reservoir. On (B)(6) 2014, the patient reported alternating between withdrawal symptoms (sweating, nausea, anxiety, and increased pain) and symptoms of being over-medicated (lethargic and drowsy). The severity of the event was considered mild, as it did not interfere with the subject¿s normal functioning level in a significant manner. In addition, a volume discrepancy of 3.4ml was seen during a refill on that same day. As the symptoms were consistent with a catheter kink, a catheter revision was planned for (B)(6) 2015. At the time of report, the event was considered ongoing. The device system was being used to deliver hydromorphone and bupivacaine. The outcome of the event had yet to be reported. If addition information is received, a supplemental report will be submitted.

Event description:
It was later reported the patient had a catheter revision on (B)(6) 2015.

Event description:
Additional information received reported that a catheter revision took place on (B)(6) 2015, instead of the previously reported date of (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)